Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with high and out of range defibrillation impedance in their right ventricular lead. No noted fracture with x-ray. The lead was capped and replaced on (B)(6) 2019. Patient was stable.